Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the automated impella controller (aic) experienced failure alarm. The console was replaced to address the issue. No report of patient harm attributed to this issue.

Manufacturer narrative:
The device was returned for evaluation. Complaint cause is a known pattern failure characterized by temporary loss of placement signal. No repair will be necessary as the issue has a low probability of reoccurrence, lasts only up to 10 minutes. If needed, patient hemodynamics and impella position can be monitored with imaging. The root cause of the transient loss of optical data could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.